Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, the complete lead was returned intact and not severed. Visual inspection noted cuts in the outer insulation which was likely a result of the explant procedure. The helix was retracted and dried blood and body fluids were observed in the helix housing with tissue entwined in the helix itself. Resistance testing was performed to confirm the conductors were continuous. The lead tip was undamaged.

Event description:
It was reported during a routine office visit that this right ventricular (rv) lead exhibited high, capture thresholds, and low pacing impedance within normal range ( 250 ohms). X-ray imaging confirmed lead dislodgement and perforation. The rv lead was explanted and replaced with a new lead. The lead is expected to be returned for analysis. Besides surgical intervention, no additional adverse patient effects were reported.

Event description:
It was reported during a routine office visit that this right ventricular (rv) lead exhibited high, capture thresholds, and low pacing impedance within normal range ( 250 ohms). X-ray imaging confirmed lead dislodgement and perforation. The rv lead was explanted and replaced with a new lead. Besides surgical intervention, no additional adverse patient effects were reported. This lead has been returned, and analysis is pending. Once analysis is completed, a supplemental report will be submitted.